Manufacturer narrative:
The mechanical thrombectomy device was not returned for analysis, as the stent was reported to remain within the patient and the pushwire was discarded. For this event, use error may have contributed to the device separation, as the device was delivered and retrieved against resistance. It was also reported that during the device recovery, the proximal marker on the mechanical thrombectomy device was not within the microcatheter. However, the cause for the resistance and separation could not be determined as the mechanical thrombectomy device and catheter were not returned. Per the device¿s instructions for use (IFU): delivering the solitaire platinum revascularization device: if excessive resistance is encountered during the delivery of the solitaire platinum revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire platinum revascularization device against resistance may result in device damage and/or patient injury. Revascularization device recovery: ensure the proximal marker on the solitaire platinum revascularization device is within the microcatheter. If excessive resistance is encountered during recovery of the solitaire platinum revascularization device, discontinue the recovery and identify the cause of the resistance. The lot history record review showed no discrepancies that would have contributed to the reported experience.

Event description:
Medtronic received report that during the procedure, the mechanical thrombectomy device detached from the pushwire. The mechanical thrombectomy device was reported to have difficulty advancing to the distal section of the microcatheter. The physician was finally able to get the mechanical thrombectomy device into the m1. Five minutes passed and the device was attempted to be retrieved. There was difficulty pulling the system into the guiding catheter. The microcatheter was reported to have been retracted proximal and was no longer covering the solitaire's proximal marker. In continuing to pull/ retrieve the mechanical thrombectomy device, there was snap sound heard. This is when the mechanical thrombectomy device was reported to have broken, as it was being retrieved back into the guiding catheter. The device was reported to remain within the distal internal carotid artery (ica). The physician terminated the procedure at this time. The m1 clot was not removed and remains occluded. The anatomy was moderate in tortuosity with left side occlusion. The physician was also reported to have used a torque device in conjunction with the mechanical thrombectomy set up.

Manufacturer narrative:
Additional information pertaining to the patient status was received.

Event description:
Post intervention and hospitalization, the patient was reported to have been sent to hospice care. The patient was aphasic and hemiplegic on the right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.